Event description:
It was reported a patient developed an extended-spectrum beta-lactamases (esbl) klebsiella infection after a cystoscopy procedure using the cysto-nephro videoscope. The patient developed symptoms of burning, fatigue, falls and hypotension on (B)(6) 2024. The patient was treated with bactrim, meropenem, and ertapenem. They were treated for eight days total and then re-presented on (B)(6) 2024 with recurrence of infection and were treated for fourteen days. The infection was verified by blood and urine. The patient's condition was reported to be stable.